Event description:
It was reported that (22) lvp displayed dim segments right side of the digit, with missing digits. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 19 out of 19 returned display boards. It was reported that 22 lvp display boards were returned; however, 19 boards were received. The returned display board assemblies were tested using a lvp mockup test fixture attached to a cad pcu. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 19 out of 19 lvp display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 03-dec-2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 06-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 : only lvp display board assembly was provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (22) lvp displayed dim segments right side of the digit, with missing digits. The customer confirmed that there was no patient involvement.